Event description:
It was reported that the device failed the rate calibration test as it was out of the acceptable range. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/10/2016 to present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 rate calibration failure. Technical support: 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Recommended to replace the mechanism assembly. Biomed will conduct repair and call back if further assistance is needed. A review of the device history record for (B)(6) was performed from date of manufacture 09/10/2016 to present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: caller has an 8100 module that will not calibrate. Out of acceptable range. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device failed the rate calibration test as it was out of the acceptable range. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/10/2016 to present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the rate calibration test as it was out of the acceptable range. There was no patient involvement.